Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted during a mid-urethral sling placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the mesh carrier was difficult to release from the shaft tip of the delivery device. The procedure was completed with another solyx sis system. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.